Event description:
Procedure type: urological. Patient gender: unknown. According to the reporter, the balloon burst after insertion of the trocar into the patient. There was no report of pieces falling into the cavity or impacting the patient. The operating time was not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.